Manufacturer narrative:
Submit date: 3/23/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports rupture of the liner within the rigid container. No patient involvement.